Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the hospital for a normal device check. The right ventricular lead exhibited loss of sensing, capture and decrease in impedance. Lead dislodgment was observed via x-ray. The rv lead was explanted and replaced due to damage during the lead repositioning.